Manufacturer narrative:
E1: phone: (B)(6). Postal: (B)(6). G4: pre-amendment. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening the device package during preparation for a percutaneous biliary drainage procedure, an amplatz extra-stiff support wire guide was noted to be kinked, and the ¿metallic core wire¿ protruded from the shaft. A new wire from a different lot was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this event.